Event description:
It was reported that this left ventricular lead was explanted due to exhibiting high pacing thresholds. Another leas was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.